Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a blockage and they were on the second week of laxatives. The patient stated they would be done with laxatives on thursday. The patient stated they had not been able to leave the house. The patient was down to 109lbs. The patient stated the ins was supposed to be replaced last july and the life of it was not very good. The patient's doctor and nurse practitioner told them the blockage had been there for a very long time. The patient stated they thought the blockage was now gone. The patient also stated they could sleep now because they were not getting up to go pee every five minutes. The patient stated the laxatives were helping with their bowels. The patient had an x-ray scheduled for next tuesday and they would see their doctor on (B)(6) 2025. The patient stated their doctor moved the battery when doing the replacement. The patient stated they had pain and thought it was just part of the healing. The patient stated the pain was shocking them and last wednesday they called their doctor's office and the patient thought the wire was poking them. The nurse spoke to the nurse practitioner and the stimulator was programmed. The patient stated having 7 programs. The patient was instructed [to try] a different program about every 2 weeks. On (B)(6) 2025, the manufacturer representative (rep) texted the patient stating the lead was not revised and discussed settings. The patient [was told to] call the 1-800 number. On (B)(6) 2025, the patient went to program 2. On (B)(6) 2025, the patient went to program 3. It was super painful, and in less than an hour they went to program 1 and that helped but their vaginal area was really tight, like numb. On (B)(6) 2025, the patient stated they just turned the therapy off because they were not sure if the pain was from the incision or the stimulator. The patient stated being very sensitive. The patient stated now that they had the therapy off, they could tell it was coming from the stimulator. The patient stated they were rubbing the incision and started saying "owe, owe, owe." The incision area was painful. The patient stated they were not getting shocked anymore but felt pain when they touched the incision site. The patient was advised to discuss with their doctor and was instructed to call the manufacturer. The patient stated the shocking had gone away with the therapy off. The patient stated now they were rubbing the incision and it was not hurting, no pain. The patient stated when they felt the shocking sensation before it was through the whole body. The patient stated it would shock behind the battery, and their toes would curl. The patient would try a different program. The patient was again advised to inform their doctor, and the option to try another program was reviewed again. The patient stated now the incision did not hurt. The patient would like to try another program. The patient was instructed how to change the program from 1 to program 4. The patient was able to change to program 4 and increased to 0.4 and could feel it and then did not feel it. The settings were reviewed with the patient and they were a dvised to monitor symptoms. The patient was directed to follow up with their healthcare provider (hcp) if the issue(s) persisted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were not getting the therapy they need for fecal incontinence. The caller reports that they have gone through 2 packs of pads over a little over a week and were still having poopy accidents. They have not had any laxatives since thursday and have been off the laxatives for 4 days. The caller was taking laxatives, colace and miralax for a blockage. They have an upcoming appointment for an x-ray of the abdomen to check the blockage, which they are pretty sure is gone, due to all the pooping. They see the managing healthcare provider on april 1st for a follow-up. The caller wanted help adjusted the settings. They could not increase without discomfort. Helped the patient change programs and adjust to a comfortable level. The patient noted that due to all the laxatives they went from 116 pounds down to 109 pounds. The patient also reported a sensation that they thought was shocking, that they had a phone conversation with the manufacturer representative on march 3rd and turned the therapy off to see if the shocking would go away. After 4.5 hours of no therapy, they were laying in the bed and it was not shocking, but more of a pinching pain underneath the battery. It was like a bruise and a sunburn and a needle prick and it was excruciating. They noted it was actually worse with the therapy off. The patient was questioning out loud on the call if the ins may be touching a nerve or scar tissue or if the lead is what was bothering them. If they stand for a very long time, it doesn't hurt, but when they lay down, they fall asleep on their left side or when they sit and go to stand up, it was excruciating. MDR decision corrected not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 date was submitted incorrectly in rr 3004209178-2025-03959. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correct for report# 3004209178-2025-03959. Incorrect aware/due date sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-20 additional information was received from the patient. The patient noted that the shocking and device migration was still not resolved. The patient was working with their doctor and a manufacturer representative.

Event description:
Additional information was received from the patient on 2026-feb-23. The patient reported that over the past couple weeks they have been having really bad problems. The patient stated they thought they had a blockage so they were putting miralx in their coffee for about 7 days and that made things worse. The patient reported that every time they tinkled they had "smeary poop" and stated every time they tinkle they poop. The patient stated they thought they were having device issues due to undesirable changes in frequent urinary and bowel function. The patient reported when they pee, the poop comes out and smears and they have been going through 2 rolls of toilet paper a day. The patient stated they think they have "stabilized it." The patient reported last night and this morning they had increased urinary frequency and bowel leakage. The patient stated they noticed circle in upper right corner of handset when they adjusted their settings this morning. The patient stated they were on a program that usually works well for them. The agent reviewed the process to coordinate an appointment with the manufacturing representative (rep)and redirected the patient to their healthcare provider (hcp) to assist. The agent walked the patient through connecting to their implant to check the therapy status. The patient stated it's possible they pushed a button by mistake because patient stated they were going through a lot, and the patient reported it kicked them out of the therapy app when the patient placed the communicator on their implant during the call. The patient accessed the therapy app again, and then confirmed they successfully connected with their implant. They confirmed therapy was on at 0.2, program 2. The agent reviewed therapy overview and therapy adjustment considerations. The patient mentioned they just decreased stimulation. The patient stated their bladder spasms, and they tinkle a lot. They inquired if they should decrease stimulation more or just leave it because they were not pooping right now. The patient stated it's affecting their quality of life. The agent reviewed the role ofpatient services and redirected the patient to their healthcare provider to discuss symptoms and therapy adjustments. The caller stated "they" reprogrammed it back in october. The patient stated they need to get a new dr. Patient they were supposed to have their battery taken out in october and a new one so they could get a new lead for the MRI and reported their "battery" is moving around and shocks patient and stated they have had it since february 5th. The patient stated their dr told patient they don't know where they would hide it because patient is so tiny. The patient stated the manufacturing representative (rep) came and programmed it. The agent emailed healthcare provider listings to the patient per patient's request. The patient mentioned therapy issues had been going on for like 14 days, maybe longer.

Manufacturer narrative:
Continuation of d10: product ID a52300, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to reflect the removal of a24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.